Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred. Reportedly, the cartridge was filled with 200 units of insulin. The customer added more insulin the cartridge resolving the issue. Customer's blood glucose level was 152 mg/dl.